Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection with sepsis. The pacemaker was explanted. As per additional information received from the field representative indicated that this pacemaker was reused as an external temporary generator taped to the neck. There were no additional adverse patient effects reported. The pacemaker remains in service.

Event description:
Additional information received from the field representative indicates that the pacemaker was no longer in service as a new system was implanted. There were no additional adverse patient effects reported. The pacemaker was explanted.